Manufacturer narrative:
D9 - date returned to mfg on 2/16/2024. A photo was returned showing a syringe inserted into a 011-c3300 clave neutral connector. The blue cap was still on the clave. No anomalies observed from the photo provided. Received six new 011-c3300 clave neutral connectors for inspection. No damages or anomalies noted. No mating devices were returned. Each set was primed with no restrictions in flow. The reported complaint was unable to be replicated or confirmed. Without the return of the used sample and mating device a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history report (DHR) lot # and relevant commodities were reviewed, the following discrepancy was identified: exception type: ncmr. Document ID#: (B)(4). Lot #: 7437798. Discrepancy: "on (B)(6) 2022 while cavitating for dimensions on b1 shift, it was found that cav ve was present in the sample. Ve was supposed to be dropping since (B)(6) 2022 for failed window thickness bur vf was dropping instead. Bracketing found totes 41-49 are affected."

Manufacturer narrative:
The device is available for investigation- it has not been received.

Event description:
The event involved a clave¿ neutral connector where the customer stated that when the patient arrived and the personnel tried to wash the patient line, the action was impeded because it was not possible to infuse through the connector. The personnel had removed the connector, and the wash was executed directly through the catheter. The event occurred during use in a patient. No medication was used with the product, and it was not reprocessed or re-sterilized prior to use. Although the event occurred during patient use and there was a delay in therapy, there was not an adverse event, and no one was harmed as a result of this event.